Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an unknown procedure, the tip eyelet of a healicoil knotless instrument broke off when trying to load 4 tapes through the anchor. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H6: medical device problem code.

Event description:
It was reported that, during a shoulder rotator cuff repair, the tip eyelet of a healicoil knotless instrument broke off when trying to load 4 tapes through the anchor. Surgery was resumed, after a non-significant delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that may have contributed to the reported event include unintended excessive force when loading the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the implant material drawing found the storage conditions and material requirements specified for the implant material. Each lot must be accompanied by a material certificate of analysis. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.